Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review, the patient's left ventricle lead reported high, out-of-range impedance. The lead was reprogrammed successfully to different pacing electrodes, and the patient would follow up in clinic later for further evaluation. The patient was stable.